Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 10mg/ml at 1.1 mg/day via an implantable pump. The indication for use were non-malignant pain. On (B)(6) 2019 it was reported that the patient apparently had a pocket infection and the patient¿s infusion system were explanted. There were no known environmental, external or patient factors that may have led or contributed to the issue. The actions and interventions taken to resolve the issue was explant. The surgeon¿s nurse practitioner contacted the managing physician to understand meds to keep the patient from withdrawal. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
Non-destructive analysis found that there were no anomalies and no further destructive testing was required. If information is provided in the future, a supplemental report will be issued.